Event description:
The contact had noticed the customer's meter was set in mmol/l, and called for assistance to reset the meter to mg/dl. She did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.